Event description:
Customer reported having issues staying connected to the network.

Manufacturer narrative:
The baxter technician inspected the unit at the facility where it was determined that the connection issue was caused by a faulty radio card. The eli 380 is intended to be a high-performance, multichannel resting electrocardiograph. As a resting electrocardiograph, the eli 380 simultaneously acquires data from each lead. Once the data is acquired, it can be analyzed, reviewed, stored, printed or transmitted. It is a device primarily intended for use in hospitals but may be used in medical clinics and offices of any size. Although there was no adverse event reported, if the connection were to drop during patient monitoring it could lead to serious injury or death.